Event description:
The reporter had received a letter from a hosp about the er1 message. She said that she received er1 about one and a half months ago. She stated that it was not caused by high blood sugars, saying "my blood sugar never gets above 70 mg/dl." She said that she had "bought a new surestep meter, tested myself and had a reading of 68 mg/dl. I'm not even on any insulin."